Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there was oversensing of noise and the device was explanted and this rv lead capped. The noise had existed at the last follow up, so the sensitivity was increased to 5mv in rv.